Event description:
It was reported that this left ventricular (lv) lead exhibited high impedances and intermittent capture at maximum output. Fluoroscopy was performed and the lead was fractured near the device pocket. Subsequently, a revision procedure was performed. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.